Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with moisture damage found on electronic assembly. The insulin pump had a cracked display window corner, scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had moisture damage. The customer's blood glucose reading was unknown. The customer stated the insulin pump was exposed to water. She stated after water exposure the pump would vibrate without alert or alarm. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.